Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information was not being sent on patient merge. A technical support specialist-initiated sync on station to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es there was no connectivity to server. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.